Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a suture was used. Tip broke off during surgery. Tip retrieved with no harm to the patient. Two needles had the issue but only one has been saved. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: - were there any adverse consequences associated with the patient? - no - was the needle tip retrieved during the same procedure? Yes - were x-rays taken to locate the needle piece(s)? No - what measures were implemented to retrieve the needle tip? Was visible - was there any additional tissue damage resulting from the search for the needle tip? No a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.